Manufacturer narrative:
Additional information was added: the lot was manufactured march 15, 2019 - march 16, 2019. The device was received for evaluation. Visual inspection revealed particulate matter floating inside the bag. The solution was filtered out of the bag and two elongated clear particles were identified. One of the particles was analyzed using attenuated total reflectance (atr) fourier transform infrared (ftir) spectroscopy. The particle was determined to be polycarbonate. Upon further inspection, the injection port showed two needle strikes of similar lengths as the particles. As the injection port body is molded of polycarbonate, the particles were likely generated by a needle strike or series of needle strikes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign matter was further described as transparent, plastic like, and about 0.5cm in length. This was noted after dispensing. There was no patient involvement. No additional information is available.